Event description:
Boston scientific crm received information that this device was explanted after it reverted to safety core mode during a left ventricular epicardial lead placement procedure where electrocautery was utilized. During the procedure, before it was noted that the device had reverted to safety mode, the device was removed from the patient's pocket to connect the left ventricular lead and a loss of pacing was observed. There were no adverse patient effects as the patient had an underlying rhythm of 40 bpm. The device was interrogated and it was noted to be in safety core. Technical services was consulted and discussed that when a device reverts to safety core, the pacing and sensing configuration is unipolar. Customer commented that a change to this design feature should be considered as unipolar configuration can be problematic when a patient is pacemaker dependant. This device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core status. Review of stored memory verified that the device experienced three oscillator mismatch faults on (B)(6)2010. These faults caused the device to go into safety core. The device was then removed from safety core status and a comprehensive series of automated diagnostic tests were conducted to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected for each test. Of note, cognis devices have been specifically designed such that if three system resets occur within a timeframe of approximately 48 hours, the device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to faults occurring as a result of electrocautery.